Event description:
Technical services received a call on (B)(6) 2012 from sales rep. The lv lead is not capturing at all in either configuration. Rep called in from (B)(6) hospital. Unknown physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).